Event description:
The customer reported that on the first seal cycle, the knife trigger would not return after use, causing the device jaws not to open. The device was cut out of the tissue. There was no bleeding and no patient injury. Another device was used to complete the procedure without incident.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.